Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump had an unexpected battery power loss. The customer blood glucose level was unknown at the time of the incident. The customer¿s mother reported the new insulin pump is not working and then it will work and stop working. The customer¿s mother states batteries do not stay charged longer than one hour. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm, battery power loss alarm or blank display noted. No moisture damage on electronics noted. The battery icons functioned properly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.